Event description:
An endurant ii aui stent graft system and aptus endoanchors were implanted in a patient for the endovascular treatment of a 4.44 cm abdominal aortic aneurysm. It was reported that the day after the procedure, the patient had anemia with no bleeding. The patient also experienced hypotension and 3 units of blood were transfused. This resolved the event. The investigator assessed the event to be related to the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.